Manufacturer narrative:
No medwatch form was received. (B)(6).

Event description:
It was reported that interrogation of the device showed t-wave oversensing. Device reprogramming was suggested. Device remains implanted.